Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, looked at the fault codes and found the volume cylinder to be bad. The led indicators on the volume cylinder sensors did not illuminate. The fse performed autofill calibration and unit measured low each time and was unable to be adjusted. The fse replaced the volume cylinder and performed autofill calibration. The unit is now passed the autofill calibration measuring within an appropriate level. A full calibration and functional check has been performed per the factory calibration procedures. In addition, the fse performed the solenoid driver board checks and was unable to get the voltages within tolerance. The fse replaced the solenoid driver board again and it passed the checks after the replacement. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that autofill errors occurred on the cs300 intra-aortic balloon pump (iabp), while in use on a patient. It was later reported that the customer swapped out the iabp unit using the same catheter and did not have any issues with the new unit. No adverse event was reported.